Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown size abdominal aortic aneurysm. It was reported a CT was performed on an unknown date. About a month later, the physician requested review of the CT images by the sales representative. The physician reported that based on the imaging, the evar graft appeared to have the flow divider all the way up to the end of the covered graft and there was possible limb migration of both limbs. Although a different physician had commented that the iliac limbs still seem to be engaged distally. Upon review of the CT imaging by the sales representative it was suggested that there may be main body infolding (heart shaped) but that both limbs remain correctly positioned. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported there was no evidence of limb migration either proximally or distally when comparing images intraoperatively and follow up CT scan. It was also reported there was no main body migration reported product analysis the reported infolding was confirmed on the films provided. Migration of the limbs was not determined on the film provided. Although the exact cause could not be determined, it appears likely that oversizing of the bifurcate within the thrombus-filled neck led to the radial infolding. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. It is possible that implantation of a 36mm diameter bifurcate into a proximal neck flow lumen which had an irregular shaped profile from ~18mm in diameter, may have led to the infolding, which most likely initially occurred during implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.